Manufacturer narrative:
The device was returned and evaluated. Visual inspection was performed, along with functional testing. The functional testing included leak testing, clear passage test and clamp function test. The transfer set passed all functional testing. The visual inspection noted damage to the mainbody. The transfer set was determined to not meet product specifications due to the damage noted during inspection. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an evaluation of a returned transfer set, the visual inspection noted damage to the mainbody. There was no patient involvement. No additional information is available.